Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the oversensing of both t-waves and p-waves was seen in both bipolar and integrated polar configuration on the implantable cardioverter defibrillator (ICD) when the lead was placed septal. It was noted that the same happened when the lead was moved to an apical position, but there was no p-wave oversensing that happened when the lead was positioned in the apex and in bipolar configuration. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.